Event description:
Information received from the aspire clinical database. Treatment of a large unruptured fusiform aneurysm measuring 11.5mm x 11.5mm located in the cavernous segment and a small unruptured saccular aneurysm measuring 9mm x 3mm located in the supraclinoid segment both located in the left ica (internal carotid artery). It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and had asymptomatic distal embolus in the parietal opercular branch of the left mca (middle cerebral artery). Reopro was administered, blood pressure was elevated, and it resolved the same day. The patient remained neurologically intact. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).